Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the tip of the hook (instrument) broke off during the procedure. Additional information: bilateral lachrymal duct obstruction surgery was being performed when the instrument broke in the patient. The foreign body was not found, so a skull x-ray was done and again they found no foreign body. The suction canister was strained, but no foreign body was found.

Manufacturer narrative:
Evaluation completed - the instrument was visually inspected under a microscope and found the instrument was broken. Finished goods inventory was inspected, no issues found. There is no evidence of material defect or manufacturing error. The reason for the instrument to break cannot be determined.